Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three weeks post implant, pacing and sensing anomalies were observed. X-ray revealed insulation damage. The lead was removed.